Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet could be woken with the wake button but could not be unlocked, despite attempts to charge the device and perform an eight-second wake button hold to recalibrate; the patient also reported low blood glucose during the night, and the issue was characterized as a touchscreen problem consistent with a fracture of the display. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem associated with the touchscreen component, in the context of a display fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.